Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 10 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as elevated gradients (20mmhg mean gradient, 44mmhg peak gradient) with moderate aortic regurgitation. It was also reported that the patient was in new york heart association (nyha) class ii heart failure. No additional adverse patient effects were reported.